Event description:
Patient brought to ir, accompanied by crna and rn, for an outpatient scheduled fistulogram with possible intervention. An angioplasty was attempted. The balloon used burst and became lodged in patient. After unsuccessful attempts were made to retrieve the balloon, the plan was for the patient to be taken to operating room to have balloon removed surgically. Patient was removed from procedure table and taken to post op. After consulting additional physicians, the decision was made to bring the patient back to ir for a different approach. The patient returned to ir accompanied by crna and rn. After changing the approach to femoral access, the balloon was retrieved using a snare. When questioning staff, it was noted that there were stents in the patient that might have snagged the balloon, however it is unclear what the root cause was. Unfortunately, due to the condition of the balloon, staff discarded the device post-op. There was no harm to the patient, and they were discharged same day.